Event description:
Same case as mfg. # 2134265-2010- 00987. It was reported that during a coil interventional procedure, a catheter was stuck to a guide wire. A coil pusher wire 177cm and a complex helical coil 7mmx10mm were "stuck" in a renegade hiflo catheter. Another renegade hiflo catheter was used, and the v18 200cm poly tip guide wire and another complex helical coil 7mmx10mm were "stuck" in the renegade catheter during the procedure. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
(B)(4)

Event description:
Same case as mfg. # 2134265-2010- 00987. It was reported that during a coil interventional procedure, a catheter was stuck to a guide wire. A coil pusher wire 177cm and a complex helical coil 7mmx10mm were "stuck" in a renegade hiflo catheter. Another renegade hiflo catheter was used, and the v18 200cm poly tip guide wire and another complex helical coil 7mmx10mm were "stuck" in the renegade catheter during the procedure. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
Device evaluation by manufacturer: examination of the returned guide wire revealed a kink at 3cm from the distal tip. No other defects were noticed to the device. The manufacturing batch record review confirms the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related due to insufficient flush. The guide wire was reported to be "stuck" to the renegade catheter and kinks resulted. The dfu states: prior to inserting the guidewire into a catheter, flush the catheter with heparinized saline. (B)(4).